Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of the low bg was unknown. The customer had a seizure and sustained head injuries, because of the low bg. And went to the emergency room (ER) on (B)(6) 2023 for (B)(6) days. The customer received intravenous therapy (IV) and fluids of saline to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent injury. No additional patient or event information was available.